Event description:
The customer reported that his olympus hd autoclavable camera head's image disappeared during an examination. According to the initial reporter, the procedure was continued using another camera with no harm to the patient.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed, no image was displayed on the lcd screen. Additionally, the cable had been cut and the coupler was found rusty and leaky. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device evaluation confirmed the loss of image and scope communication error (e311). Based on the results of the investigation, water leakage was found in the device. It¿s likely the confirmed event (no image and error code e311) occurred due to water leakage in the device. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.